Event description:
It was reported that an ilet bionic pancreas did not charge when placed on the charging pad, with the pad indicator showing a solid green light and the ilet appearing disconnected in the mobile app; the user was instructed to use backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge associated with the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.